Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation fallopian tube') and uterine perforation ('perforation uterus') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: mirena iud from 2008 to (B)(6) 2009. Concomitant products included duloxetine hydrochloride (cymbalta) since 2013, levothyroxine sodium (synthroid) since (B)(6) 2012, phendimetrazine since (B)(6) 2012, sertraline hydrochloride (zoloft) since (B)(6) 2012 and zoledronic acid (zometa) from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 21 days after insertion of essure. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti,bladder or urinary problems or changes") and bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced rash ("allergic or hypersensitivity reaction type: rash,rashes or skin conditions type: rashes"). On (B)(6) 2015, the patient experienced affective disorder ("hormonal changes describe: mood"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("psychological or psychiatric problems condition: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient experienced device expulsion ("malposition of essure device location of device: uterus myometrium,expulsion of essure device,perforation (uterus),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (davinci hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, migraine and nausea had resolved and the fallopian tube perforation, affective disorder, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, mood swings, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered affective disorder, anxiety, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet received, new reporter, patient demographic information, essure indication, essure start stop date, concomitant medication, lab data, event injury to herself deleted new event hormonal changes describe: mood, hot flashes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rash, allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rashes infection (bladder/urinary tract/vaginal) type: uti, infection (bladder/urinary tract/vaginal) type: uti, bladder or urinary problems or changes, bacterial vaginosis, psychological orpsychiatric problems condition: mood swings, anxiety, depression, malposition of essure device location of device: uterus myometrium protruding through side of tube, expulsion of essure device, perforation (uterus), migraines /headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube(s)), weight gain and event outcome were added incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.